Event description:
It was reported to philips that the system was unable to perform x-rays. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.